Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial fibrillation (a fib). During the procedure, when attempt was made to backload the verscross guidewire, it got stuck into the dilator and when the wire was removed the insulation material had come apart from the wire. Thus, another versacross connect kit was used and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial fibrillation (a fib). During the procedure, when attempt was made to backload the verscross guidewire, it got stuck into the dilator and when the wire was removed the insulation material was came apart from the wire. Thus, another versacross connect kit was used and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have proximal end cut (the extra piece of insulation were also returned), and a kink was noted on its distal end. During vxh inspection, the coating of the wire has tears in its proximal section. Finally, the device passed the inspection of electrode hight testing. Therefore, the reported allegations can be confirmed. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.